Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that it was impossible to switch between high and low speed. A rotablator console kit assy gen 230v was selected for use. During the procedure, it was found that it was impossible to switch between high and low speed. The procedure was completed with this device. No complications were reported and the patient was stable after procedure.

Manufacturer narrative:
D4: serial number: corrected. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that it was impossible to switch between high and low speed. A rotablator console kit assy gen 230v was selected for use. During the procedure, it was found that it was impossible to switch between high and low speed. The procedure was completed with this device. No complications were reported and the patient was stable after procedure.